Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the lens got crushed in the inserter and couldn't be placed in the patient's eye. Additional information has been requested and received stating that the procedure was completed with another lens.